Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, he was having issues with the reservoir and stated the plastic that hold the o-rings came out and insulin was wasted in the device. Customer changed out the set. Customer declined troubleshooting for the issue. Customer is not returning the reservoir for analysis.